Manufacturer narrative:
This report is submitted on 19 april 2021.

Manufacturer narrative:
This report is submitted on january 21, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement and constant background noise with device use. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.